Manufacturer narrative:
Device is import for export only, not sold in the us. UDI not applicable. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is a visible crack in the hub.

Manufacturer narrative:
The device was not returned for evaluation. One photograph was provided showing a crack along the side of the hub below the molded suture wing. The contract manufacturer conducted a review of the manufacture records for the device family. The review indicated the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. During the hub molding process, the parts are inspected for short shots, embedded foreign matter, cracks, voided areas, excessive pinching of the catheters or extensions, extended gate stub, gaps between lumen and molded hubs. X-ray inspection is performed. Operator inspects 100% of the parts looking for voids, damage on lumens, external sinks and internal voids. No cracks were found in the reported lots. Leak testing is performed on 100% of the lot. It is the final manufacturing operation before quality inspection and packaging. The test will detect damage to the hub, extensions and lumen including holes, ruptures, tears, or small pin holes. Medcomp engineering was consulted regarding this issue. The concerns are that there may have been changes to the gate, causing the mold line to be weaker. For that reason, a supplier corrective action request (scar s-24-120) was issued to the contract manufacturer. The manufacturer confirmed that the mold or its gate have not suffered any changes or repairs. Considering that the device was implanted for 10 months before the crack was detected, and that there have been no changes to the tooling, molds, or methods of manufacture, it can be concluded that the root cause is not directly linked to the manufacture's processes. It is possible that the catheter was exposed to a solution or chemical that is incompatible with the device material. A definitive root cause for the crack could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.